Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister reported hospitalization due to shingles and high blood glucose. Caller stated that the insulin pump is not working. Caller requested a replacement insulin pump. Customer was vomiting and dehydrated. The blood glucose reading at the time of the event was 470 mg/dl. The medication for the shingles cause the high blood glucose. Hospital treating with IV insulin. Customer admitted to ICU. The current blood glucose reading is 135 mg/dl. Nothing further reported.